Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post case, during closure, the surgeon found lug nut in drapes but they were unsure of where it had come from. On closer inspection they realised it had come off the tibial impactor. This did not affect the case or implantation of tibial tray in any way. They were unable to screw lug nut back into impactor, it looked as though it had sheared off during hammering. No adverse event to the patient reported. No delay in procedure.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. A complaint database search finds no additional reports against the provided product and lot combination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.